Event description:
It was reported that both leads dislodged, due to patient engaged in twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.